Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Email from ortho account manager on behalf of customer reporting false negative result for antibody ID testing on vision analyzer. According to customer, sample with previous history of anti-jka failed to react with 0.8% resolve panel b lot # vrb250 cell 19 with homozygous donor # (B)(6) on vision analyzer. Donor is listed as heterozygous for the jka antigen. Testing was repeated twice by two different techs and the saw the same negative reactions. Visual inspection confirmed the negative result. Customer did not perform manual testing. Same patient also failed to react on vision analyzer with 0.8% surgiscreen cells lot# vss038 exp. 6nov2018 cell#2 ((B)(4)). Issue started on: (B)(6) 2018; reported 10/23/2018. Sample ID: patient sample. Microtubes/wells or cell (donor #) affected: cell#19. Methodology used: vision analyzer. Pattern observed: false neg result. Reaction grade obtained: zero. Customer was expecting: reactivity to jka antigen. Test repeated: yes. Result obtained by repeating: same result. Method used to repeat: vision analyzer. Qc for all products used for testing has been deemed acceptable.